Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the display screen was dim/difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: the dim pink/faded display screen is duplicated. When replaced with a test screen, the display showed a strong clear contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).